Manufacturer narrative:
H.6. Investigation summary: no samples and photo were returned for investigation. A review was performed for the last 12 months of quality notification. There was no quality notification raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that the consumer experienced a painful injection with the bd ultra fine¿ iii pen needle, and visited her doctor, who recommended switching from 4mm pen needles to 8mm pen needles. The following information was provided by the initial reporter: "consumer reported experiencing some pain during injection. Does not pinch up. No injury. Stated her doctor recommended she use 8mm pen needles because she was experiencing worse pain with 4mm pen needles. Lot: 8058383, expiration date: 2023-01-31, item: 320109. Occurrence date unknown."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer experienced a painful injection with the bd ultra fine¿ iii pen needle, and visited her doctor, who recommended switching from 4mm pen needles to 8mm pen needles. The following information was provided by the initial reporter: "consumer reported experiencing some pain during injection. Does not pinch up. No injury. Stated her doctor recommended she use 8mm pen needles because she was experiencing worse pain with 4mm pen needles. Lot: 8058383, expiration date: 2023-01-31, item: 320109. Occurrence date unknown."